Manufacturer narrative:
(B)(4). Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display, problem isolated to electronic assembly. Unable to verify pump heating up, pump screen overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. No damage was found on the battery tube spring noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was heating up. The customer was stated that, the customer was driving the car and felt that, the insulin pump was overheated. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.